Manufacturer narrative:
Natus engineering reviewed the neoblue led phototherapy device and it's mounting to the rollstand. The thumbscrews are able to be tightened sufficiently by hand to keep them from loosening up over time. If the thumbscrews were not tightened down, the neoblue puts enough weight on them to keep them from turning and loosening further. There are two thumbscrews and, even if one is removed, the other thumbscrew is sufficient to hold the neoblue in position. If both thumbscrews are fully removed, the neoblue will tip forward from the rollstand tilt plate but it will still not fall due to the two locating post screws that are still attached at the bottom of the rollstand tilt plate. It was also verified that if one locating post screw is lifted out of its slot in the rollstand tilt plate, the other locating post screw will be enough to keep the device from falling. Removal of the neoblue from the rollstand requires securely lifting the neoblue up and away from the tip plate of the rollstand and this operation of detaching it from the rollstand is not able to be performed inadvertently. Both thumbscrews would have to be loosen or removed and the device would have to be lifted off of the tilt plate to free it and this would only happen with someone, purposely removing it. The source for the thumbscrew was also reviewed. This part has been a source part since it was first created. No change has occurred with the thumbscrew. Neoblue is an rx device to be used by qualified persons only and the user manual includes installation and positioning information.

Event description:
User was adjusting position of light when it came off the stand and slipped from her hand striking patient. It was also reported that the patient wasn't injured.